Event description:
It was reported that the ventilator's trolley wheel was detached. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, wheel was detached from the device and servo-I was unstable. Servo devices are equipped with four wheels (two of them have a kick stop) that allow the device to be easily moved from one location to another within a hospital or medical facility. Wheels on the ventilator cart are significant for the stability of the ventilator. Wheel lock is used to block the movement of the device and to ensure the cart stays securely in place once it is positioned. This prevents accidental movement during use. Photo of the damaged wheel confirmed reported issue. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to wheel.